Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery for fracture of femoral trochanter with the endcap. The surgeon tried to insert the 0mm endcap, but 2mm endcap head was out of the nail. The surgeon tried to turn the endcap with a screwdriver, but it could not be turned, and the endcap was removed once the locking mechanism was already engaged. The surgeon inserted the endcap again, but 2mm endcap head was out of the nail. The surgery was completed successfully with a 30-minute delay. No further information is available. This report involves one 10mm/130 deg ti cann tfna 170mm - sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) central hospital. Part: 04.037.042s. Lot no : 149p074. Release to warehouse date: 30 april 2021. Expiry date: 01 april 2031. Manufacturing site: werk selzach. Supplier : synthes USA hq, inc. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.